Event description:
It was reported that the unspecified bd infusion set had leakage. The following information was provided by the initial reporter: I also had another issue that was reported at the same time as the original complaint related to a leaking filter (no packaging).

Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Additional information: b.3. Date of event has since been provided. D.4. Brand name, catalog #, UDI. G. 510(k). Investigation summary: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.